Manufacturer narrative:
The device was returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite video system center had no image. There were no reports of patient harm.

Event description:
Follow up communication with the customer company representative provided the following: the issue occurred during trial operation, there was no gray screen phenomenon or feedback from the user. The intended diagnostic routine upper gastrointestinal examination was completed with the same set of device without delay. The fault did not happen during use and there were no other devices involved in the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a customer's response to follow up. There is no further information. The investigation is ongoing. This report will be supplemented accordingly following the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the device was returned to olympus, inspection was unable to be performed. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.